Event description:
On 11/12/97, dornier surgical products, inc. Received a phone call from a service rep stating that a customer had reported receiving a shock from a 7.5 pvla ultrasound transducer purchased from dornier surgical products, inc. The customer stated that she knew the transducer cable had torn insulation at the strain relief and could see exposed wires. She stated that she made a decision on her own to use the transducer by covering the wires with her gloved hand. She received a mild shock.